Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited increased thresholds since implant and inconsistent capture. The rv lead also reported high thresholds and diminished sensing. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.